Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level resulting in a hospitalization. Bg value was not provided and suspected cause of high bg was not reported as the customer was uncooperative. A correction bolus via the pump was delivered to address bg level prior to the hospitalization. While hospitalized, the customer received treatment but declined to provide details pertaining to the treatment received. The treatment resolved the issue and the customer was released from the hospital on (B)(6) 2021. A system check on the pump was unable to be completed as the customer was uncooperative. No additional information was reported.